Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)